Event description:
Note: this report is the first of three reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-01986 and #3005099803-2008-01988 for details regarding the second and third devices. It was reported to boston scientific corporation on october 1, 2007 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on a female patient in 2007. According to the complainant, the stent "was defective and did not deploy." No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The suspect device has not been received for evaluation; the most probably root cause was determined to be design related.